Manufacturer narrative:
(B)(4). The testing performed during the course of this investigation confirmed the customer's experience of an incomplete female luer adapter (fla) of the smartsite. The root cause was identified as a supplier issue. Corrective actions were taken by the supplier; however this sample was manufactured prior to the actions being put in place. Review of the lot history record did not identify any quality issues during production build of this model.

Event description:
The user reported noticing an incomplete female luer adaptor (fla) on the needle-free valve device upon opening of the packaging. The event was identified on set up and no pt contact occurred. No additional info was available.